Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) lead. The impedances have spiked over the last few months with each of the values being greater than 2000 ohms. Noise has also been observed on the right ventricular and right atrial channels. Boston scientific technical services indicated that it appeared to be due to minute ventilation. At this time, the pacemaker remains in service and was reprogrammed to turn minute ventilation off. In addition, the patient is being monitored remotely. No adverse patient effects were reported.